Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A wholesaler rep reported that upon opening, the container and the haptics of an intraocular lens (iol) were found damaged. This lens was not implanted and another model lens was implanted. Postoperatively, the pt's astigmatism was not corrected and a lasik procedure was performed. Add'l info has been requested.